Event description:
The patient reported to philips that while using the dreamstation 2, smelled a burning smell and the machine shut off. Patient stated that he tired to turn the machine back on and it would not turn on. He unplugged the machine and plugged it back in and it still wont turn on. The device was not returned. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
H3 other text : device not returned to manufacturer

Event description:
The manufacturer received information regarding a dreamstation 2 CPAP device. The patient states they were using their device "like normal", then noticed a burning electrical smell, light smoke coming out from the back of the unit, and the device would not turn on. The patient has tried unplugging the device, then plugging it back in and "it still won't turn on" despite the power being on. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In this report, section b5, d1, and h6 (problem code, evaluation method code, and component code) have been updated.